Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 415 mg/dl. Reportedly, the cause was unknown, however customer uses cartridges for 4 days. Tandem technical support educated customer regarding labeling guidelines; customer acknowledged. The customer went to the emergency room (ER) where fluids and insulin were administered to address the elevated bg. The customer left the ER in good condition and a bg of approximately 100 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.